Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient didn't know what happened and it never happened again. The patient tried it again and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient stated he had trouble charging the ins and is wondering if the controller battery was getting weak. The caller stated it took him several hours to charge the ins from 50-60%. The patient mentioned that he needed to charge the controller so he charge it to 100% and is charging the ins again. The patient stated it shows charging excellent right now and stated the ins is at 50%. No further complications were reported. No patient symptoms were reported.